Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a thick white vertical line on the left side of the liquid crystal display (lcd) screen of the system controller (serial number: (B)(6)) was able to be confirmed through the submitted images and product analysis. The report of the pump running indicator having weak brightness was also confirmed through the submitted images and product analysis. The returned system controller was connected to a test power module and a vertical white line was observed on the liquid crystal display (lcd) screen. The pump running indicator was also noted to be dim. The controller was opened and visually inspected at the component level to be physically unremarkable. The lcd screen was replaced with a known working lcd screen, which resolved the display issue. The system controller passed all other functional testing. Submitted log files captured events consistent with the system controller being exchanged. Otherwise, no atypical events were captured and the pump was found to operate as intended within the expected speed range. Provided information indicated that the system controller was exchanged, and the patient was stable without alarms. The root cause of the lines in the lcd screen was determined to be a damaged lcd screen within the system controller. The root cause of the pump running indicator having weak brightness was unable to be conclusively determined through this analysis. Lines in the lcd and dim pump running leds (light emitting diodes) are being addressed via corrective and preventative actions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the reported event of a thick white vertical line on the left side of the liquid crystal display (lcd) screen of the system controller (serial number: (B)(6)) was able to be confirmed through the submitted images. The report of the pump running indicator having weak brightness was also confirmed through the submitted images. No log files were submitted for review, and no products were returned for evaluation. Provided information indicated that the system controller was exchanged, and the patient was stable without alarms. The root cause of the reported event was not able to be conclusively determined through this analysis. Lines in the lcd and dim pump running leds (light emitting diodes) are being addressed via corrective and preventative actions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a self-test of the system controller performed on (B)(6) 2025, the ventricular assist device (vad) coordinator noticed thick white vertical line at the left side of the system controller screen. The pump running indicator was working but the brightness was weak. The system controller was exchanged, and the patient was stable without alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.